Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 24-nov-2022 to 23-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system screen went completely black and offline in rss. A field service engineer replaced the main controller board, drawer module board and rebooted the device and then logged into the app and reconfigured the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly the screen got stuck preventing user from retrieving medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly the screen got stuck preventing user from retrieving medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was no light on drawer 2. The field service engineer replaced main controller board and drawer module board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.